Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 180 mg/dl. The customer experienced symptoms such as sore throat. Customer treated with insulin. Customer stated that the drive support cap appears normal. Insulin pump will not be returned for analysis.